Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for product evaluation. The carrier tube was returned mated with the hub of the hemostasis sheath and being cut through at proximal region into two halves. The cut was made through carrier tube and tamper tube. All the pieces of sheath, carrier tube and tamper tube were returned for evaluation. A portion of the collagen was returned attached to the suture. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve. The deployment sleeve was found in the full rear lock position with color bands fully exposed. Small lumps of dried blood like substance was found on the tamper tube that was removed from the sheath with hub portion. The suture attached with collagen was found to be cut on both ends with a sharp object. Functional testing was performed. The spool in the tensioner was removed from the carrier tube assembly cap. The tensioner was then removed, and the suture was still tethered to the suture tensioner disk. A digital force was then applied with the pair of tweezers to unspool the suture and it released as expected without any resistance. No gross anomalies were noted with the device. Dimensional testing was performed. The outer diameter of the tamper tube was measured to be 0.060'' which was within the specification of 0.060 +/-0.002. The ID of the carrier tube was measured to be 0.067'' which was within the specification of 0.068" +0.005/-0.005. All measurements were within the manufacturer's specifications. Based on the evaluation and state of the returned device, the complaint could be confirmed for withdrawal difficulty since the suture was found intact and not unwound. The mutilated state of device precluded any functional testing or device analysis however, the suture was able to be unwound easily upon functional testing. Based on the available information the exact root cause for the difficulty experienced by the user was unclear. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the pullback of the angio-seal green device could not be performed because it was stuck. They then cut it carefully off and made a knot to place the anchor against the wall. Hemostasis was achieved by manual compression. No other unit was used, and the patient was fine. The cut was made on the device outside of the patient. Additional information was received on 22sept2020. The procedure performed prior to the use of the angio-seal device was a diagnostic procedure using a 6 fr procedural sheath. A pre-deployment angiogram was performed.